Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona posterior stabilized cemented femoral component size 6 right catalog #: 42570606002 lot #: 65266205, unknown persona articular surface catalog #: ni lot #: ni, persona all poly patella 35 mm catalog #: 42540000035 lot #: 65521476. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is experiencing pain and difficulty ambulating, requiring a cane following knee arthroplasty. Attempts have been made; however, no additional information is available.